Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in com loss with the monitored devices. They were able to get the cns back up and running by reseating the ethernet cable from the cns to the wall unit, but the issue persisted. No patient harm or injury was reported. Investigation summary: after extensive troubleshooting, nihon kohden technical support (nk ts) recommended replacing the switch. The customer ordered new switches and stated they would contact nkts after they were replaced. However, no contact was made. The root cause is determined to be the failure of the switch. The most likely the issue was a defective switch that was replaced, resolving the issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss. They were able to get the cns back up and running by reseating the ethernet cable from the cns to the wall unit. They stated that they will be tracing this cable back to the switch as they think that the issues may have been caused by that. They are going to look at the documents that they have on file from the install. They might call back to replace the switch that this cns is connected to. The customer called back and states that they are still experiencing intermittent communication loss issues on this unit and other cnss. Customer has replaced the cat5 cable going from the centrals station to the wall. The have followed the cables back to the switch and have re seated all cables , they do not have any spare cables or open ports on any switches to try. They said they have ordered new switches for troubleshooting. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss. They were able to get the cns back up and running by reseating the ethernet cable from the cns to the wall unit. They stated that they will be tracing this cable back to the switch as they think that the issues may have been caused by that. They are going to look at the documents that they have on file from the install. They might call back to replace the switch that this cns is connected to. The customer called back and states that they are still experiencing intermittent communication loss issues on this unit and other cnss. Customer has replaced the cat5 cable going from the centrals station to the wall. The have followed the cables back to the switch and have re seated all cables , they do not have any spare cables or open ports on any switches to try. They said they have ordered new switches for troubleshooting. No patient harm reported. Concomitant medical device: the telemetry transmitters were being used in conjunction with the cns but no model and serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss. They were able to get the cns back up and running by reseating the ethernet cable from the cns to the wall unit. They stated that they will be tracing this cable back to the switch as they think that the issues may have been caused by that. They are going to look at the documents that they have on file from the install. They might call back to replace the switch that this cns is connected to. The customer called back and states that they are still experiencing intermittent communication loss issues on this unit and other cnss. Customer has replaced the cat5 cable going from the centrals station to the wall. The have followed the cables back to the switch and have re seated all cables , they do not have any spare cables or open ports on any switches to try. They said they have ordered new switches for troubleshooting. No patient harm reported.